Event description:
The customer reported via phone call that they were stuck in the fill tubing loop on the insulin pump. The customer stated they were unable to exit from the preparing to prime loop. It was also found insulin continued to drip after the motor stops during the manual prime process. Customer's blood glucose was over 300 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The device had minor scratches on the display window and cracked reservoir tube lip.